Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6), 2013. He reported that a washer fell from the ez breathe atomizer along with the asthmanefrin inhalation solution into his throat. He reported that he also experienced throat irritation and was advised by a physician to monitor his symptoms. The investigated product for the enclosed medical device report is listed among the implicated lots for a nationwide recall initiated by the manufacturer health & lift, co., ltd., on may 08, 2013. The class 1 recall (z-1371-2013, z-1372-2013, z-1373-2013) was initiated after nephron pharmaceuticals corporation, the importer, became aware of an increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breathe atomizer. The impacted atomizer serial number ranges are: (B)(4).